Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic after receiving a patient notification for non-sustained rv oversensing. Stored egm showed the device exhibited non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were recommended and made successfully.